Event description:
It was reported, that an attempt was made to implant a biolox delta head, 12/14, 36 x 0 on (B)(6), 2014 on the left hip. The surgeon rasped to the size 4 avenir stem and was satisfied with reduction using the 0+ 36 mm head. Components were opened and avenir stem sat proud in the proximal femur 3-5 mm according to the surgeon. He was not happy about this and we had to open and implant the -3.5mm head and discard the biolox delta, 36 x 0 that was opened and on field.

Manufacturer narrative:
The manufacturer has not yet received the device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).